Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-02865. It was reported that patient¿s scs system was autoreducing. Patient reported lifting heavy objects, working in the yard and pulling tress. System diagnostics recorded high impedances on seven contacts on one of the leads. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue. It¿s unknown which lead is liable, and both are being reported.